Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer questioned results generated for a patient sample tested on the architect i2000sr analyzer. Architect core testing was (B)(6). Architect (B)(4) qualitative testing was (B)(6). Architect (B)(4) qualitative confirmatory testing did not confirm (% neutralization was <50%). Taking into account the (B)(6) core and (B)(4) qualitative result, the unconfirmed (B)(4) qualitative confirmatory could be incorrect. No additional patient information was provided. No adverse impact to patient management was reported.